Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. B26267, b63064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, vaginal discomfort, dysfunctional uterine bleeding and pelvic discomfort. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("back pain/ lower back pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced urinary tract infection ("uti,"), vaginal disorder ("vaginosis"), migraine ("migraines,"), headache ("headaches"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and adenomyosis ("adenomyosis"). The patient was treated with surgery (essure removal, on (B)(6) 2015:salpingectomy(bilateral removal of fallopian tube),hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, back pain, pain in extremity and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal disorder, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: date of essure insertion mentioned in product record are: (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Oncerning all the injuries reported in this case, the folloeing ones were confirmed in patient's medical record: dysmenorrhea, adenomyosis. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. New reporters and reporter information added. Plaintiff demography added. Lot no. Received. Product indication added. Implanted and explanted date updated event added: abnormal bleeding (vaginal, menorrhagia), uti, vaginosis, apareunia (inability to have sexual intercourse), migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, back pain, leg pain, abdominal pain, adenomyosis. Concomitant conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. B26267, b63064-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, painful intercourse, dysfunctional uterine bleeding and pelvic discomfort. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("back pain/ lower back pain"), pain in extremity ("leg pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced vaginal disorder ("vaginosis"), migraine ("migraines,"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced urinary tract infection ("uti,"), abdominal pain ("abdominal pain") and adenomyosis ("adenomyosis"). The patient was treated with surgery (essure removal, on (B)(6) 2015:salpingectomy(bilateral removal of fallopian tube),hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, back pain, pain in extremity and abdominal pain was resolving and the menorrhagia, urinary tract infection, vaginal disorder, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, adenomyosis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, adenomyosis, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: date of essure insertion mentioned in product record are: (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: dysmenorrhea, adenomyosis. Lot numbers and exp/mfg dates: b63064 reported is invalid. Lot number: b26267 manufacture date:2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event added- vaginal haemorrhage, events onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. B26267, b63064-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, painful intercourse, dysfunctional uterine bleeding and pelvic discomfort. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("back pain/ lower back pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced urinary tract infection ("uti,"), vaginal disorder ("vaginosis"), migraine ("migraines,"), headache ("headaches"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and adenomyosis ("adenomyosis"). The patient was treated with surgery (essure removal, on (B)(6) 2015:salpingectomy(bilateral removal of fallopian tube),hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, back pain, pain in extremity and abdominal pain was resolving and the last episode of menorrhagia, urinary tract infection, vaginal disorder, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge, vaginal disorder, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: date of essure insertion mentioned in product record are: (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: dysmenorrhea, adenomyosis. Lot numbers and exp/mfg dates b63064 reported is invalid lot number:b26267 manufacture date:2013-04 expiration date: 2016-04 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.